Event description:
The following event has been reported by the distributor representative, (B)(4) to (B)(4): it seems that the drill got jammed into the guide. When trying to take it off, the user had to beat it then the device was not usable anymore.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer and the lot code for the reported device was not provided. If device or additional info becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2010-01670.